Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/16/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The patient¿s mother stated that the patient experienced itching under and around the perimeter of the sensor patch. On (B)(6) 2018 the patient went to a doctor and was prescribed hydrocortisone 2.5%. At the time of contact, it was indicated that the reaction had healed. No additional event or patient information is available.